Event description:
Revision surgery revealed polyethylene wear of the tibial insert and patellar component.

Manufacturer narrative:
This is the same pt/event as MFR #'s 2219689-1997-00040 and 2219689-1997-00042 through 2219689-1997-00046. Summary of evaluation: evaluation results indicate the event occurred due to the rasps wearing over time.